Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations: "the tech said that she handed the device to the physician. When she was removing the stylet, she said she felt more resistance than usual. She mentioned this to the physician but they continued to go on and get the sample. The physician was not concerned about the resistance. The sample was obtained. When the tech went to get the sample out of the needle, the stylet would not go through the needle and she couldn't get the sample out. She tried unsuccessfully to flush with saline. They could not get the sample. They grabbed another of the same gpn to use it successfully. Lab evaluation: complaint device was returned and evaluated on 28-mar-2022: visual inspection: stylet returned removed from the device. Proximal kink below the sheath extender observed. Distal end of needle examined and no issue observed. Functional inspection: sheath extender able to retract without issue but unable to advance past the proximal kink. Needle able to advance and retract with slight resistance. Stylet unable to be re-inserted past the proximal kink. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Are images of the device or procedure available? N/a, yes, no - no imagery. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end - no needle or bend observed were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no - none. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no - n/a if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no n/a no damage observed. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no - asku. Was puncture of the target site difficult? N/a, yes, no - asku. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Asku. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Asku. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Another of the same gpn. Was the device damaged in packaging prior to removal? N/a, yes, no - no. Was the device damaged on removal from packaging? N/a, yes, no - no. Was force required to remove the device? N/a, yes, no - yes. Did the patient require any additional procedures as a result of this event? N/a, yes, no - no. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day - n/a were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus, model unknown. Was resistance felt while inserting the device through the scope? N/a, yes, no - no. Was the scope recently serviced / repaired? N/a, yes, no - asku. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Removal of stylet from needle. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no - no b/c they were using the stylet to get the sample out and then used saline flush (not the syringe). Was difficulty experienced while retracting the needle? N/a, yes, no - asku. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no - yes. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no - asku. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no - asku. How many samples were obtained (passes completed) with this needle? 1. Did any section of the device detach inside the patient? N/a, yes, no - no. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no - no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no - no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no - asku. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a not an ebus procedure.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1869026 of echo-25 involved in this complaint was returned for evaluation, with the original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 28 march 2022. The returned device lab findings and observations can be referred through the attached files. Visual inspection: - stylet returned removed from the device. - proximal kink below the sheath extender observed - distal end of needle examined and no issue observed functional inspection: - sheath extender able to retract without issue but unable to advance past the proximal kink - needle able to advance and retract with slight resistance. - stylet unable to be re-inserted past the proximal kink document review including IFU review prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1869026 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1869026. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review n/a root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to a kink below sheath extender. Additionally the device may have become kinked on attachment or detachment to scope both possible root causes may possibly of caused the customer to have a retraction issue and cause the customer difficulty removing the sample from the needle. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 20-jun-2022.